Event description:
A nurse reported to baxter (B)(4) a connection issue related to a transfer set. The nurse stated as per the patient, during the process the clean flash stopped while the spike of the set was being connected to the disconnect cap. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed in the lab. The returned sample did not show any visual or functional issues. The cause was undetermined.